Event description:
Doctor reported screw loosening at tooth sites 35 and 37. Placement date: (B)(6) 2026, removal date (B)(6) 2026.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products, iuniht, certain® titanium hexed screw lot 1287373.